Event description:
It was reported that the pump keeps beeping and does not start the infusion. No patient injury was reported.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seals were all intact upon receipt. Error codes were found in the ehl (event history log). The customer reported issue was duplicated during the investigation as, after attaching the cassette and powering up the device, the device started to alarm for (no disposable pump wont run) with double beeps. Root cause of the customer reported issue is unknown, but a defective downstream occlusion sensor was suspected. Replaced the downstream occlusion sensor. The product is beyond 7 years from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. A service history review identified this device has not been in for service in the previous 2 years and there was no indication of a service issue during the investigation. Model number: 6500.